Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer representative reported an energy system message displayed during a lasik procedure of the right eye. Reporter indicated the system was completely shut down and rebooted in order to clear the energy message. Once rebooted, no additional treatment was applied to right eye and left eye lasik surgery was completed without complication.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. The system history shows that the laser was verified successfully prior to the date of treatment. The root cause could not be identified conclusively. A possible root cause may be a known issue and a internal investigation was already opened. However, the root cause could not be identified conclusively. Most possible root cause for the reported error was determined to be a faulty label on sensor. Label is sporadically placed incorrectly on sensor and conductive layer (building a conductive path) may lead to intermittent negative impact of the sensor measurement. The manufacturer internal reference number is: (B)(4).